Event description:
It was reported the devices were used during a hernia repair. It was reported the products misfired and jammed. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 49910.